Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the xience alpine everolimus eluting coronary stent system electronic instructions for use states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Do not manipulate, touch or handle the stent with your fingers, which may cause coating damage, contamination or stent dislodgement from the delivery balloon. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 2.25x15 xience alpine stent delivery system (sds) was advanced to the uncalcified, predilated, obtuse marginal coronary artery when the physician realized there was no stent on the sds. The sds was not inflated and the stent was found on the back table inside the yellow protective sheath. There was no reported resistance with sheath removal. Another same sized xience alpine was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided